Event description:
It was reported that balloon rupture occurred the 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified forearm vein. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon¿ was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a sterling balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.